Manufacturer narrative:
(B)(4). Date sent: 10/22/2020. Additional information received: two photos were received for review. Upon visual inspection of two photos, the following was observed: the photos show a tyvek of product code d11lt and the tyvek can be seen with wrinkles, however, no damages could be observed on the tyvek or seal area. Based on the photos reviewed, the event described cannot be confirmed. Hands-on analysis may provide the additional evidence necessary to confirm the root cause of the reported event, however no actual packaging has yet been received for analysis.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was notice prior to an unknown procedure (preop) that the xcel trocar packaging was damaged and not glued well on side of packaging. There was no patient consequence reported.